Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46mg/dl. A pump log review was performed, and it was found that the customer requested and confirmed multiple boluses during the same time that the pump was delivering its auto bolus leading to the decreased bg. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.